Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation module was unable to obtain readings. The user reported the sensors were then cleaned with alcohol. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.